Event description:
Event description guidant received information that this ventricular lead has an impedance greater than 2500 ohms. During pocket stimulation, there is a significant amount of noise on the electrograms.